Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that system would not turn on. Review of log file shows the connection to the flexviewing pc has been lost. Upon troubleshooting fse identified that the air conditioning unit in the technical room has been malfunctioning for over two months, leading to increased temperatures and the subsequent failure of the flexvision pc. The defective flexviewing pc was returned to philips for failure analysis. The cause of the flexvision failure was confirmed as power supply failure. To resolve the issue, fse replaced flexvision pc. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The system was outside of clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.